Event description:
The account reported the side rail will not stay in the latched position. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the side rail latch plate cover was bent and causing the side rail not to stay latched. Cause unk, but most likely caused by damage. The technician straightened the side rail latch plate cover to resolve the issue. Based on this information further action is required.